Event description:
It was reported that approximately one hour after a successful balloon valvuloplasty, the patient developed a pericardial effusion and cardiac standstill. A pericardiocentesis was performed; however, the patient expired during the procedure. An attempt had been made at the time of the valvuloplasty to perform a coronary intervention; however, the guidewire was difficult to advance and there was a possible dissection. The patient was reported to have had several comorbidities. There were no issues associated with the performance of the valvuloplasty balloon.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.